Event description:
It was reported via trial that approximately 21 months post implantation of a xience v stent in the mid right coronary artery (rca), the patient experienced angina, was hospitalized, found to have hypertension and had a positive electrocardiogram (ECG) and treadmill test. Treatment included medication. On (B)(6)2010, the patient was hospitalized and found to have stenosis in the distal rca. Treatment included clopidogrel, angiography and stent placement. There was no adverse patient sequela. On (B)(6)2010, the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remain in the patient. A follow-up will be submitted with any relevant information.